Manufacturer narrative:
The device was returned to mmdg for investigation. During the investigation the pump was found to be outside of the volumetric range that mmdg considers not reportable. The pump was serviced by a third party servicer. The pump was found to have it's infusion factor changed incorrectly. This caused the pump to over infuse. The pump was serviced and returned to the customer.

Event description:
The initial reporter stated that the pump was over infusing. They stated that the therapy was ending 30 minutes before it was scheduled to end. The information provided in the complaint indicated that the pump was over infusing, but was still within the volumetric range that mmdg would consider not reportable. When the pump was returned to mmdg the pump was found to be over infusing at a rate that mmdg considers reportable. Mmdg had followed up with the initial reporter who had stated that the pump had not experienced any adverse effects due to the complaint. (B)(4).